Event description:
A report was received that the patient experienced discomfort that was assessed as not stimulation related, nor associated with an adverse event. The patient underwent a surgical revision procedure.

Manufacturer narrative:
Additional information was received that this event was previously reported in MFR report # 3006630150-2016-01933.

Event description:
A report was received that the patient experienced discomfort that was assessed as not stimulation related, nor associated with an adverse event. The patient underwent a surgical revision procedure.